Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce error 32098. The fse replaced the universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and triggered error 32098 pointing towards the axes controller motor (acm) printed circuit assembly (pca), indicating the fault is downstream of the acm. The acm was replaced with a test one to confirm, however it did not fix the issue. The original acm pca was returned, and the parallelogram flat flex cables were exchanged with a test one and that still did not fix the issue, indicating the problem is in the spar assembly or carriage.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered repeated recoverable 32098 fault on universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove the instrument and sterile adapter and release the cannula mount on usm 2. The customer then power-cycled the system, however the issue persisted. The tse reviewed the system logs and identified many 32098 errors pointing to a brushless motor control (blmc) error on usm 2. The customer disabled usm 2 and continued with the other three usms. The procedure was completed as planned with no reported injury.